Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 6/7f mynx control vascular closure device was going to be pulled back with the balloon inflated, it pulled right out. There was no reported patient injury. An unknown 6f sheath was used. The deployer was certified on the mynx device. The femoral vessel's suitability was verified on angiography, with an insertion angle between 30¿45 degrees. The device was used in an arterial vessel with a diameter verified to be at least 5 mm. The access and surrounding vessel characteristics were within normal limits, with no evidence of tortuosity, peripheral vascular disease, or calcium. Hemostasis was achieved by manual pressure. No scar tissue was noted at the puncture site, and normal force was applied during device retraction. There was no leak in the balloon after the device was pulled out. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when a 6f/7f mynx control vascular closure device was going to be pulled back with the balloon inflated, it pulled right out. There was no reported patient injury. An unknown 6f sheath was used. The deployer was certified on the mynx device. The femoral vessel's suitability was verified on angiography, with an insertion angle between 30¿45 degrees. The device was used in an arterial vessel with a diameter verified to be at least 5 mm. The access and surrounding vessel characteristics were within normal limits, with no evidence of tortuosity, peripheral vascular disease, or calcium. Hemostasis was achieved by manual pressure. No scar tissue was noted at the puncture site, and normal force was applied during device retraction. There was no leak in the balloon after the device was pulled out. Other procedural details were requested but were not provided. A non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. No abnormal conditions were observed with respect to the sealant sleeves. Additionally, a 6f non-cordis catheter sheath introducer was returned inserted on the device. The balloon was deflated, the core wire was present, and the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt was made to perform the go/no-go fixture verification; however, this evaluation could not be completed because balloon inflation could not be achieved due to leakage identified during the inflation attempt. An attempt to perform the inflation/deflation analysis was made; however, this evaluation could not be completed due to leakage observed at the balloon, which prevented successful inflation. A high-magnification microscopic evaluation was performed to assess the balloon surface. During this analysis, the presence of a localized puncture was observed, which correlates with the inability to inflate the balloon. The exact cause of the balloon puncture could not be determined based on the available evidence. However, this finding is consistent with cases in which such damage may result from handling, procedural factors, or other non-manufacturing-related causes. The reported event of ¿balloon pull through¿ could not be observed since the device was returned with a puncture in the balloon, resulting in a ¿balloon-balloon loss of pressure¿ event. The exact cause of the puncture could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the pull through since the device was received with a balloon puncture, which the customer reported was not noted as there was no leakage after the balloon was removed. However, it is possible that the puncture was not noticed and may have contributed to the pull through experienced since this type of damage is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Therefore, access site characteristics (although reported that there was no evidence of tortuosity, pvd, or calcium) most likely contributed to the puncture found, unless this condition occurred due to manipulations after the procedure. Although not intended as a mitigation, the mynxgrip instructions for use (IFU) instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device, that can cause the balloon to be pulled through the arteriotomy/venotomy. The IFU also instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.